Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the device did not pass the operation control test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This emdr follow up is an update that customer now accepted the offer and philips bench repair replaced 453564489071 dfm100 assy processor and 53564844311dfm100-cbl ui to processor mix to solve the issue.